Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert due to high lead impedance, no capture threshold, and a decrease in r ware sensing. Technical support suggested explant and replacement or the lead. The patient will continue to be monitored. The patient was in stable condition.